Manufacturer narrative:
Product event summary: analysis found that the device displayed an error code when starting the machine. As a result the printed circuit board was replaced.

Event description:
It was reported that intermittently the external pulse generator (epg) had poor contact. The epg was returned to the manufacturer for servicing. There was no patient involvement.